Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported: on (B)(6) 2025, the patient was implanted with gore® tag® thoracic branch endoprosthesis (tbe aortic component and side branch) to treat a thoracic dissection. The patient tolerated the procedure. It was reported that on (B)(6) 2025, the patient presented to the emergency room with a weak pulse in the left arm. Images revealed the gore® tag® thoracic branch endoprosthesis side branch was compressed. The patient had very tortuous anatomy in the left subclavian artery. On (B)(6) 2025, there was a reintervention. The physician implanted an additional graft to correct the compressed limb. The compression was resolved, and the patient tolerated the procedure.